Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was 470 mg/dl. The customer states insulin is squirting out during manual prime. The customer states insulin continues to drip after motor stop during the manual prime process. The customer received an a33 alarm on the insulin pump. The customer states that the drive support cap is sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer was advised that the insulin pump will need to be replaced. The customer was advised that the a33 alarm was cause during seating the force sensor did not detect the reservoir.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The functional testing could not be completed due to the protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.